Event description:
It was reported that during device changeout for normal eri, multiple noise episodes were observed. During the explant procedure, an insulation anomaly was seen on the proximal end of the lead. The lead was cut, capped and replaced. The patient condition is stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.4cm was returned for analysis. Externalized conductors due to external insulation abrasion was noted at 12.4-15.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 4.9-5.1cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. External insulation abrasion was noted at 14.2-14.4cm from the connector pin, consistent with lead friction to the ICD can. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.